Manufacturer narrative:
Wear and tear. This should have been detected during the preventative maintenance.

Event description:
During pre-operative set-up, surgeon tried to connect the mayfield head holder to the rosa device but the handle of the head holder adaptor broke. Surgeon decided to perform the surgery without connection between patient and rosa device.